Event description:
Physician complained of a burning feeling in the eye that the pt uses for viewing in a scope during procedures that was disinfected with cidex opa. The pt irrigated their eye with water and did not seek other medical attention. Their symptoms resolved in approximately three minutes. It was determined that the eyepiece of the scope was not rinsed according to the MFR's instructions for use. Since the facility was advised the correct rinsing technique no further incidents have occurred.